Event description:
It was reported that the unit provides intermittent suction when used during a breast biopsy. The caller did not have any other details about problem but stated that the case was completed using the unit.

Manufacturer narrative:
(B)(4). Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and to correct the complaint the site replaced the vso due to it was causing the unit to have inadequate vacuum regulation, which caused the intermittent suction per the complaint. After servicing, the unit passed all qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.